Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 5 days after the dental implants were installed in intraoral regions #24 and #25 it was verified its non osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed.